Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose in the 400s mg/dl with polydypsia and symptoms of dehydration associated with intermittent power to the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient's healthcare provider made recent changes to their basal rate and bolus settings. The reporter stated that the battery compartment had stripped threads and there was moisture observed inside. This complaint is being reported because the patient allegedly experienced hyperglycemia because of intermittent power and damage to the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were unexplained pump reboots observed in the black box. The pump was returned with corrosion in the battery compartment. The battery compartment was cracked and had stripped threads. The returned battery cap also had stripped threads and was unable to fully attach to the pump; therefore, pump reboots were duplicated. A new test battery cap was able to carefully attach to the pump and was used to complete a 24hr duration test with no power interruptions duplicated. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The leak test failed with the battery compartment leak. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.